Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during sensor insertion the sensor broke. The patient's blood glucose at the time of incident is unknown. The customer had incorrectly loaded the sensor into the serter. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and needle separated from sensor base. Unable to perform insertion complaint due to the product being returned opened/used. Complaint against sen-serter.